Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The suture was broken when applying tension during continuous suturing. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint #: (B)(4). Sent to the FDA: 05/28/2019. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Evaluation: an opened sample was received for analysis: product code 8805, lot mla215. During the visual inspection of open sample; the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed on the samples and the tensile force met the requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the opened sample, no performance breakage suture was observed, and the tested sample meet the finished goods requirements. The reported complaint could not be duplicated.